Manufacturer narrative:
(B)(4.) Medical product: e1 63mm pm bearing rt set catalog # pm103144 lot # 931700. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filled for this event: 0001825034-2020-00188.

Event description:
It was reported patient underwent a revision procedure approximately one month post-implantation due to infection. Attempt for further information has been made, but no further information has been provided.

Event description:
It was reported the patient underwent a procedure to have their expandable device extended. However, during the procedure the surgeon did forty turns to expand the patient's expandable product and it was difficult to make any more turns. The surgeon planned on turning the expandable device 142 times; however, after forty turns, they could not expand it anymore. The patient was left with a leg length discrepancy.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual evaluation of the returned device shows signs of light scratches. Additional evaluation concluded the following: 5mm hex in worm gear for 10-15 revolutions before seizing; able to successfully remove worm gear and stake screws showing no damage; removed retaining screw for access to proximal hex on adjusting screw. Noticed significant debris in well below retaining screw/above proximal end of adjustable screw; finally, tried to turn 5mm hex on proximal end of adjusting screw, met with significant resistance, was able to turn maybe 10 more resolutions with significant force. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. The device functioned as intended after disassembling, removing bio-debris, and reassembling. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.